Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gel release flags) was confirmed. Upon investigation, svc confirmed the presence of "gel previously released" flags. However, no gel had been deployed from the electrode belt. The cause of the false gel release flags was that the distribution node (dn) to rear therapy electrode cables were severed, and the dn to front te cable was pulled from the strain relief. The root cause of the damaged cables could not be positively identified but was likely physical abuse. No adverse event occurred due to the damaged electrode belt cables. The pt was issued a replacement electrode belt.

Event description:
Upon review of download data from a (B)(6) male pt, zoll customer support discovered "gel previously released" flags. The pt was issued a replacement electrode belt.